Manufacturer narrative:
Date of event: (B)(6) 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer states nav-ring failure. No patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 04jun2019. Philips field service engineer (fse) verified the reported issues nav-ring failure. Philips field service engineer (fse) indicated that they replaced the front bezel. The device passed performance assurance testing and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.